Manufacturer narrative:
(B)(4) devices were implanted from this lot with no other complaints. In addition, a review of the device lot history record indicated the device was manufactured to specifications.

Event description:
The device was implanted along the superficial peroneal nerve in the patient's foot, but during a post-op visit, the patient was reported to present with signs of infection and the device was prophylactically removed. While there are possibilities to consider, it seems that the anatomical location of the procedure and the limited protective tissue in that area may have played a role in the outcome. The surgeon is encouraged to send the product to the center's lab for further analysis to gain more insights. However, feedback indicates that it has not yet been submitted for analysis. Additionally, it's worth exploring whether the wound closure technique could also have influenced the results. Unfortunately, we currently lack access to the patient and intraoperative notes, which would help us assess the methods used during the procedure more thoroughly. Despite these challenges, it is important to note that it's highly unlikely the observed outcome is related to the porcine material, as any reactions would typically present as allergic responses.